Manufacturer narrative:
Further information was requested by a member of draeger's escalation support team which helped to clarify that the m540 was issuing visual alarms but not audible alarms. It was recommended by escalation support that the customer send the cited device in for a physical evaluation. A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that an m540 failed to issue an audible alarm. According to the initial reporter, there were many alarms for which the m540 did not generate a sound. However; there was asystole alarm info logged by the infinity acute care system (iacs).

Event description:
It was reported that an m540 failed to issue an audible alarm. According to the initial reporter, there were many alarms for which the m540 did not generate a sound, however there was asystole alarm info logged by the infinity acute care system (iacs).

Manufacturer narrative:
Further information was requested by a member of draeger's escalation support team which helped to clarify that the m540 was issuing visual alarms but not audible alarms. It was recommended by escalation support that the customer send the cited device in for a physical evaluation. Draeger service engineering reviewed the log files and determined that the device did show alarm banners at the time of the reported events. Draeger service tested the device including all audio function with no malfunctions identified. The complainant was provided this information.